Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens and the lens tore. There was patient contact but no injury.

Manufacturer narrative:
Evaluation: visual inspection of the returned product found a piece of the lens optic and one haptic torn off. There was evidence of reddish residue. A lens work order search was performed and no similar complaint was found. Conclusions : based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.